Event description:
Per the clinic, the patient was explanted due to a tumor on the auditory nerve that needed to be surgically removed. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report one month later.

Manufacturer narrative:
(B) (4).

Event description:
The customer noticed a water leak originating from the clinac. There was no report of any injury to a pt or the user and no pt info was provided.